Event description:
The consumer reported 5 false negative results with a binaxnow covid-19 antigen self-test performed on various dates on a nasal sample. This manufacturer's report addresses test three (3) of five (5). Repeat testing was performed between (B)(6)2024 and (B)(6)2024 and generated negative results. Confirmation testing was not performed. Consumer performed an ihealth antigen self-test on 05feb2024 and generated a positive result. The consumer had symptoms of cough, colds, sore throat, fever, runny nose. The consumer confirmed there was no harm due to the test result. Additionally, the consumer confirmed there was no delay or impact in their treatment.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. FDA UDI - (B)(6) testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 226419 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot 226419 and test base part number 195-430wjr/ lot 223602. The lot met the required release specifications. A review of the complaints reported false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 226419 showed that the complaint rate is(B)(4)%. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however it could have possibly been related to issues including the self-test user performance, interpretation of the result, or the specific patient sample. H3 other text : single use; device discarded.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. FDA UDI: (B)(4). The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single use; device discarded.

Event description:
The consumer reported 5 false negative results with a binaxnow covid-19 antigen self-test performed on various dates on a nasal sample. This manufacturer's report addresses test three (3) of five (5). Repeat testing was performed between (B)(6) 2024 and generated negative results. Confirmation testing was not performed. Consumer performed an ihealth antigen self-test on (B)(6) 2024 and generated a positive result. The consumer had symptoms of cough, colds, sore throat, fever, runny nose. The consumer confirmed there was no harm due to the test result. Additionally, the consumer confirmed there was no delay or impact in their treatment.